Event description:
It was initially stated that the insulin pump was alarming no delivery. The customer was advised to clean the leadscrew and perform the leadscrew test. It was stated that the customer called back after cleaning the leadscrew. The customer reported that the insulin pump failed the leadscrew test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.